Manufacturer narrative:
During debug analysis, a gib with node failure was found. The svc rep replaced the gib then reloaded nodes and calibration files. Sys five volt to gib pcb at 5.15vdc. Sys operating within MFR spec.

Event description:
The customer reported that the sys has lost communication, will not fluoro, and has a bootup failure. No pt injury was reported.